Event description:
The patient reportedly experienced a loss of lock while using the device. The patient's family exchanged external hardware. However, the problem was not resolved. In 2002, the patient was seen at the implant center for device evaluation. Testing performed confirmed that the device was no longer functioning.